Event description:
It was reported that t he subject guidewire snapped inside the catheter during a thrombectomy. Additional information received, it was stated that the physician had taken the subject guidewire wire up the internal carotid artery (ica) and was maneuvering across the transverse cavernous segment. He had the full radio-opaque section of the wire out. He states that the anatomy was quite tortious and there was poor visibility. He then proceeded to take up a non-stryker microcatheter over the subject guidewire and felt some resistance going across the distal end of the subject guidewire. Due to this he removed the subject guidewire and the non-stryker microcatheter. On inspection of the distal end of the subject guidewire when removed it felt very stiff and originally thought he may have put the subject guidewire in the wrong way. He then used a new microcatheter and guidewire. He proceeded to do a m1 thrombectomy with a stent retriever. When doing the pass and inspecting the stent retriever for clot they noticed the end of the subject guidewire wrapped within the stent retriever. Dr. Altibi does not believe that any harm occurred to the patient as a result of this incident. Unfortunately, the patient later suffered a rupture post-procedure; however, dr. Altibi does not believe this event was related to the subject guidewire incident. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.